Event description:
A company representative reported that the tulip of a xia serrato polyaxial screw disengaged from the screw shank intra-operatively. It was further reported that the screw was removed and a longer screw was inserted instead. The procedure was completed with a 10 minute surgical delay.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tulip of a xia serrato polyaxial screw disengaged from the screw shank intra-operatively. It was further reported that the screw was removed and a longer screw was inserted instead. The procedure was completed with a 10 minute surgical delay.